Manufacturer narrative:
The electrodes were returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing without duplicating the report. The electrodes were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.